Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 2 months. The device is expected to be returned for evaluation. It has not yet been received. The event occurred at nagoya university in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient was doing well resting at home. The patient heard a red heart alarm twice during the night. The patient came to the clinic for a system controller log file check, and low speeds and pump stoppages were recorded while the pump was connected to the power module. The driveline was manipulated, however, no alarms were able to be recreated. The patient was admitted for observation and the pump was connected to batteries. X-rays showed a suspect area on the driveline. A driveline fracture was suspected. The ramp echocardiogram and all laboratory tests were normal. The patient underwent a pump exchange on (B)(6) 2017 due to the suspected driveline fracture. The patient is doing well after the pump exchange. No further information was provided.

Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 7 inches from the pump housing and a distal portion measuring approximately 31 inches was returned. Visual inspection of the outer silicone jacket did not reveal any damage. No damage to the bionate layer was observed. Prior to removal of the bionate layer, electrical continuity testing did not reveal any discontinuities or shorts. Upon removal of the bionate layer, breakdown of the metal braided shielding was observed approximately 2 inches from the metal system controller connector and approximately 3.25 inches from the pump housing. Visual inspection of the underlying wires identified a breach in the insulation of the red wire approximately 3.25 inches from the pump housing. The damage appeared to be the result of abrasion against the metal braided shield due to repetitive flexing at this location. As a result of the damage to the insulation, the underlying red wire conductors were exposed. If the exposed conductors of the damaged red wire made contact with the metal braided shielding while the system controller was operating on a tethered power source such as the power module, the resulting electrical short to ground could have caused the pump stops and low speed events captured in the log file. Excluding the damaged red wire, the driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any further current leakage in the insulation of any of the remaining wires that would have resulted in an electrical short. No further driveline damage was identified. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.